Event description:
The customer reported that the device alarmed for asystole in the presence of observed ECG electrical activity. The involved pt died but there is no allegation that device behavior impacted pt outcome.

Manufacturer narrative:
(B)(4). The customer reported that the device alarmed for asystole in the presence of observed ECG electrical activity. The involved pt died but there is no allegation that device behavior impacted pt outcome. The device was not evaluated by philips. The electronic event file was reviewed which showed ECG electrical activity where the amplitude and frequency of identified beats met the device algorithm criteria for asystole. The device was functioning as designed and intended. There was no malfunction. Note that alarms are alerting only, and not advisory. Alarming for asystole does not advise the delivery of therapy nor impact the ability of the device to deliver therapy. A clinical awareness of the pt's condition is expected during monitoring via the device.